Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified fold creases, two curved openings and wear/abrasion. A microscopic analysis and leak test were performed which identified one sharp crease opening and one striated opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp crease opening in the side posterior assessed as fold flaw opening. One striated opening striated in the side radius assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional called to confirm the event. Device remains implanted.